Event description:
Pt underwent a mandible reconstruction. The resection guide fitted well in the pt. There was no significant blood loss or no delay reported. It was reported that the post-operative results deviated from the pre-operative planned outcome. Patient may have malocclusion. Pt underwent a revision surgery to correct the outcome.

Manufacturer narrative:
A review of internal documentation did not show an anomaly or deviation. A root cause for this specific clinical event cannot be ascertained from the info provided. Should additional info become available that changes this assessment, an amended medical device report will be filed.